Manufacturer narrative:
Evaluated by a third party.

Event description:
The manufacturer received information alleging a malfunction of a ventilator's nurse call. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power control board switch was replaced to address the issue.

Manufacturer narrative:
In the previously submitted report, the country of the initial reporter was missing and is updated on this report.